Event description:
It was reported via a clinical study that a 61 yo male patient, who had an initial tsa noted increased pain and reduce rom since (B)(6) 2025. Glenoid loosening noted on a follow up CT scan. Action taken was medication. The event was possibly related to the devices but unlikely related to the procedure. Outcome indicates continuing. No devices available for return due to clinical study. No further information.

Manufacturer narrative:
D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6), 310-01-44 - equinoxe, humeral head short, 44mm (alpha): (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A review of complaint history determined that no further action is required as no trends were identified. The pain and reduced range of motion reported in (B)(4) may be the result of the glenoid loosening as reported. However, the glenoid loosening and reduced range of motion cannot be confirmed and the underlying reason and/or any contributing factors to the event cannot be confirmed as the devices remain implanted and no radiographs were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.